Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had the video go out and the picture was black. The issue was identified during sedation of a diagnostic colonoscopy procedure when the device was inside the patient. The procedure was completed with the same device. There were no reports of patient harm.